Event description:
Automatic safety mechanism failed to deploy leaving IV access needle tip exposed allowing bloodborne pathogen exposure to rn via needle stick. This is the 2nd occurrence. First incident was reported to medwatch in 2007.